Event description:
It was reported to boston scientific corporation that an interject injection therapy needle device was intended to be for an endoscopic mucosal resection procedure on (B)(6) 2012. According to the complainant, when the physician checked the device after unpacking, the inner hub was completely detached from the inner sheath. There was no reported damage to the device packaging. The physician replaced the device with new one and was able to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Event description:
It was reported to boston scientific corporation that an interject injection therapy needle device was intended to be for an endoscopic mucosal resection procedure on (B)(6), 2012. According to the complainant, when the physician checked the device after unpacking, the inner hub was completely detached from the inner sheath. There was no reported damage to the device packaging. The physician replaced the device with new one and was able to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Manufacturer narrative:
(B)(4): inner sheath being broke/detached. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The returned device was received in the original unopened pouch; the pouch did not appear to be damaged. A visual evaluation was performed, which revealed that the outer and inner hubs have detached from the outer and inner sheath. The outer sheath exhibits features that resemble the sheath being torn, while the inner sheath exhibits features that are more consistent with a cut than a tear. The needle is present and is securely attached to the inner sheath. Due to the damage of the device a functional evaluation could not be performed. It is possible that transit conditions may have contributed to the failure. The most probable root cause is considered handling damage. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.